Event description:
A healthcare professional reported that this was a mechanical thrombectomy, with a 132cm cereglide 71 catheter (nic71132u, 31347322). The physician completed first pass, removed and cleaned the cereglide and before re-inserting the catheter for a second pass noticed a ¿crimp¿ approx. 10cm proximal to the distal tip of the catheter. He completed the procedure with a different catheter. There was no patient injury reported. Additional event information received on 25-aug-2025 indicated that the target vessel/site was an occlusion at the right middle cerebral artery (mca). It was further clarified that the catheter had a ¿flattened¿ kink about 10cms from distal tip. Normal anatomy was noted. The physician expected that it happened in the rhv.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that this was a mechanical thrombectomy, with a 132cm cereglide 71 catheter (nic71132u, 31347322). The physician completed first pass, removed and cleaned the cereglide and before re-inserting the catheter for a second pass noticed a ¿crimp¿ approx. 10cm proximal to the distal tip of the catheter. He completed the procedure with a different catheter. There was no patient injury reported. Additional event information received on 25-aug-2025 indicated that the target vessel/site was an occlusion at the right middle cerebral artery (mca). It was further clarified that the catheter had a ¿flattened¿ kink about 10cms from distal tip. Normal anatomy was noted. The physician expected that it happened in the rhv. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31347322 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Catheter kinking/damage during clinical use is a known and common occurrence occurring during angiography and is typically related to anatomy, technique, skill, and vessel tortuosity. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters kinking or damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.